Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 46 mg/dl and 116 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.